Event description:
Pt complained of aches and pains, breast hardness, painful breasts, redness and swelling of skin, enlarged glands, swollen lymph nodes, swollen joints, fatigue, hair loss, rashes, shortness of breath, and capsular contracture.